Event description:
It was reported that the wire could not be inserted into the tool. The unspecified guide wire could not be inserted through the encore insertion tool. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer:the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was design related. (B)(4).